Event description:
It was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.